Manufacturer narrative:
One (1) used. List #unknown, microclave and ext tubing was returned for evaluation. As received no physical damage or anomalies were observed. The sample was tested as procedure and a leaks from inside the microclave was confirmed. The sample was dissembled and a slithering damage on the seal was observed. The probable cause was due to access with an incompatible mating device during use. The directions for use state: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Lot history review could not be conducted because no lot number(s) was/were identified. D4 section - the UDI is unknown as all product information is unknown.

Event description:
The event involved an unspecified microclave product where the customer reported that IV fluids (non ICU product) were leaking onto the bed from the device cap connection. The healthcare professional flushed the tubing and found that the hub was leaking a significant amount of IV fluid. The event occurred during patient use on a female patient reported to be '0.30' in age. No other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was no harm reported as a consequence of this event.